Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The patient¿s daughter reported the patient had an onset of pain and twinges at the implant site in (B)(6) 2018 that progressively worsened. The pain was intolerable for the patient, and it interfered with daily activities and the patient's sleep. The hcp (healthcare professional) decided to surgically remove the entire system in (B)(6) 2018. The patient then moved to (B)(6) for two months in (B)(6) and seemed to recover fine. There were some twinges of pain but it was tolerable for the patient and the patient resumed daily activities and was doing well. Then in (B)(6) the patient started noticing pain again at the former implant site which worsened through (B)(6) to an 8, 9 or 10 on a 1-10 scale. Patient has had pelvic CT scan and MRI conducted, but the results found nothing remarkable. Patient has been placed on tramadol, multiple anti-inflammatory medicines, huge amounts of ibuprofen, flexoril, morphine, fentanyl, and oxycontin. None of these efforts have been effective to reduce the pain. Patient has been to the ER twice in the last week for the pain. One hcp had suspected the patient has "piriformis syndrome", which is a muscle-related issue from the sacral nerve to the iliac bone and is sometimes called "fat wallet syndrome". Another hcp suspects the problem is a neurological issue. The patient¿s daughter says the pain is localized and does not radiate much. The pain occurs when the patient puts weight on by standing, walking, or sitting on a toilet. The pain has incapacitated the patient and prevents her from exercising, which caused the patient to lose weight. The patient¿s daughter wants to know if this issue is expected and what the manufacturer does with these reports. Patient services reviewed device known events and that this information will be collected and reported as required by the FDA, and that reported events are available online at the maude website. The patient and daughter will continue to seek hcp assistance to determine the root cause. No further complications were reported or are anticipated.